Event description:
Diabetic was experiencing low blood glucose symptoms at 2:30 am. Wife tested diabetic's blood glucose on suspect device and got a result of hhh. She repeated this 5 times. The emt device gave a result of 19 mg/dl. Pt was treated at hosp with glucose IV. Pt acknowledges that device readings are higher than visual readings.